Event description:
It was reported that during a percutaneous coronary intervention procedure, a hypotube break occured. The lesion was located in the calcified and 99% stenosed distal left circumflex (lcx) artery. Due to the lesion being "very hard", the physician pushed the device with high force. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 6721457 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.